Event description:
It was reported the charger and programmer are unable to communicate with the patient's ipg. A spare programmer was tried to no avail. In turn, the patient was lost stimulation. As a result, the patient will meet with her physician for possible imaging of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.